Event description:
It was reported that the patient received inappropriate shocks due to suspected lead fracture. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A fracture of the outer coil was found at 2.3cm from the connector pin consistent with fatigue. This is consistent with the reported field event of inappropriate shocks.